Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced is filed under separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 14f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the suture of the first prostyle device was successfully pre-placed at the 11 o'clock position. The suture of a second prostyle device was attempted to be pre-placed at the 1 o'clock position; however, a cuff miss [suture retrieval issue] occurred. The suture of a third prostyle device was attempted to be pre-placed but a cuff miss [suture retrieval issue] occurred again. The suture of a fourth prostyle device was successfully pre-placed at the 1 o'clock position. The sheath remained 14f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed sutures of the first and fourth prostyle devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.